Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. For the reported luer lok snapped off, a review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. For the reported leakage past stopper, a device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringes experienced leakage. The following information was provided by the initial reporter: directly copied from customers email description: when connecting a bd 10ml ll syringe to a patient's permacath, the luer lock snapped off."